Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 645019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-not performed.". The patient's concurrent conditions included overweight, endometriosis, adenomyosis, dizziness, night sweats, foggy feeling in head and constipation. Concomitant products included prenatal vitamins. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), migraine ("migraine"), dyspnoea ("breathing issues"), bacterial infection ("bacterial infection"), abdominal distension ("gastrointestinal or digestive system condition type: abdominal bloating"), loss of libido ("hormonal changes describe: loss of libido"), hot flush ("hormonal changes describe: hot flashes"), depression ("hormonal changes describe: depression"), headache ("headaches/headback"), nausea ("nausea"), tooth disorder ("dental problems,"), vaginal discharge ("vaginal discharge"), pain in extremity ("hand pain/feet pain"), weight increased ("weight gain"), fatigue ("fatigue"), back pain ("back pain"), alopecia ("hair loss"), skin exfoliation ("peeling of hands and feet."), abdominal pain ("abdominal area pain"), pain ("full body pain"), constipation ("constipation"), endometriosis ("endometriosis") and onychomadesis ("nail loss"). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy with cornual resection and repair). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, bacterial infection, loss of libido, hot flush, depression, vaginal haemorrhage, menorrhagia, headache, nausea, tooth disorder, vaginal discharge, weight increased, skin exfoliation, abdominal pain, pain and endometriosis outcome was unknown, the migraine, dyspnoea, pain in extremity, fatigue, back pain, alopecia and onychomadesis had resolved and the abdominal distension and constipation was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial infection, constipation, depression, dyspnoea, endometriosis, fatigue, headache, hot flush, loss of libido, menorrhagia, migraine, nausea, onychomadesis, pain, pain in extremity, pelvic pain, rash, skin exfoliation, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events: hot flush, depression, peeling of hands and feet's,vaginal haemorrhage, menorrhagia, headache, nausea, tooth disorder, vaginal discharge, fatigue, weight increased, abdominal distension, back pain, pain in extremity, dyspnoea,full body pain, abdominal area pain,constipation ,nail loss, endometriosis,essure confirmation test(s) conducted, specify-not performed were added .event outcome updated. Reporter, patient demographic information, product lot number, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 645019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: not performed.". The patient's concurrent conditions included overweight, endometriosis, adenomyosis, dizziness, night sweats, foggy feeling in head and constipation. Concomitant products included prenatal vitamins. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), migraine ("migraine"), dyspnoea ("breathing issues"), bacterial infection ("bacterial infection"), abdominal distension ("gastrointestinal or digestive system condition type: abdominal bloating"), loss of libido ("hormonal changes describe: loss of libido"), hot flush ("hormonal changes describe: hot flashes"), depression ("hormonal changes describe: depression"), headache ("headaches/headback"), nausea ("nausea"), tooth disorder ("dental problems,"), vaginal discharge ("vaginal discharge"), pain in extremity ("hand pain/feet pain"), weight increased ("weight gain"), fatigue ("fatigue"), back pain ("back pain"), alopecia ("hair loss"), skin exfoliation ("peeling of hands and feet."), abdominal pain ("abdominal area pain"), pain ("full body pain"), constipation ("constipation"), endometriosis ("endometriosis") and onychomadesis ("nail loss"). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy with cornual resection and repair). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, bacterial infection, loss of libido, hot flush, depression, vaginal haemorrhage, menorrhagia, headache, nausea, tooth disorder, vaginal discharge, weight increased, skin exfoliation, abdominal pain, pain and endometriosis outcome was unknown, the migraine, dyspnoea, pain in extremity, fatigue, back pain, alopecia and onychomadesis had resolved and the abdominal distension and constipation was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial infection, constipation, depression, dyspnoea, endometriosis, fatigue, headache, hot flush, loss of libido, menorrhagia, migraine, nausea, onychomadesis, pain, pain in extremity, pelvic pain, rash, skin exfoliation, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), migraine ("migraine"), alopecia ("hair loss") and bacterial infection ("bacterial infection"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, migraine, alopecia and bacterial infection outcome was unknown. The reporter considered alopecia, bacterial infection, migraine, pelvic pain and rash to be related to essure. The reporter commented: need for additional surgery company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.